Event description:
A report was received that the patient lost stimulation. It was found out that the patient's leads moved and was scheduled for a revision. During the revision, the ipg and the leads were explanted. The reason for the explant is unknown.

Event description:
A report was received that the patient lost stimulation. It was found out that the patient's leads moved and was scheduled for a revision. During the revision, the ipg and the leads were explanted. The reason for the explant is unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient lost stimulation. It was found out that the patient's leads moved and was scheduled for a revision. During the revision, the ipg and the leads were explanted. The reason for the explant is unknown.

Manufacturer narrative:
(B)(4) 2013. Additional information was received that the patient's whole system was replaced due to ineffective therapy and physician's preference.